Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced seroma at the ipg site and the site did not heal as intended. The patient also experienced a fall which impacted the ipg site. Additionally, the ipg wound site was opened and the ipg was protruding. Surgical intervention was taken on (B)(6) 2017 wherein the ipg was explanted, replaced and relocated. The ipg was electively replaced with another model. Follow up revealed the seroma has healed and the issue is resolved.